Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. It was reported that the battery cap would not attach to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: during investigation, moisture was observed in the battery compartment. The returned battery cap was found to be free of damage or defects. The returned battery cap contact height and width measurements were found to be within specification. The returned battery cap was able to properly attach and detach from the returned pump and test pump. The original complaint that the battery cap would not attach to the pump could not be duplicated. Unrelated to the original complaint, multiple cracks were observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no moisture was observed.